Event description:
Developed prostate ca. Had prostatectomy on going care submitted machine to my medical provider they supplied me with a loaner but advised me not to use it. FDA safety report ID # (B)(4).